Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer¿s current blood glucose value was 196 mg/dl. The customer also mentioned other blood glucose values such as 171 mg/dl, 138 mg/dl, 65 mg/dl, 123 mg/dl, 145 mg/dl, 138 mg/dl, 227 mg/dl, 171 mg/dl, 152 mg/dl, 199 mg/dl, 176 mg/dl, 250 mg/dl, 178 mg/dl, 148 mg/dl, 118 mg/dl, 132 mg/dl, 185 mg/dl, 110 mg/dl, 70 mg/dl, 114 mg/dl, 119 mg/dl, 121 mg/dl, 170 mg/dl, 153 mg/dl, 228 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was off of the pump due to the hospitalization. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was not feeling well due to high blood glucose. The customer treated high blood glucose with bolus. Customer declined to check bolus wizard settings for accuracy. The customer passed high pressure test. The insulin pump will not be returned for analysis.